Event description:
It was reported that during the patient's generator replacement surgery, when the new device was placed and interrogated, the patient went bradycardic and heart rate dropped from 70 to 3 bpm. It happened again when setting up tachycardia detection. The surgeon interrogated the device again and no issues occurred. The patient had been set to the same settings as prior to the replacement and off time was set to 5 min. Thus they waited for the next on cycle to occur and no other issues occurred during the surgery. Additional information was received from the surgeon noting that the event did seem to correlate with vns interrogation, but he cannot say positively that it was caused by the vns but it was suspicious. It was noted that the patient was observed in the pacu for a while and no episodes were seen. No further relevant information has been received to date.